Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency department due to receiving inappropriate shock. Upon further investigation there was observations of noise on a non-boston scientific right ventricular (rv) lead that resulted in the inappropriate therapy. It was noted the patient was hospitalized and the device was re-programmed. It will be considered to remove or add an rv lead. At this time, the ICD system remains in service. No additional adverse patient effects were reported.